Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had bare wires. There was no patient impact , no harm reported due to the event.

Event description:
It was reported, the subject device had bare wires. There was no patient impact. No harm reported, due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Correction: h6: health effect impact code. The device was returned to olympus for inspection. And the reported failure was confirmed. A device history record (DHR) review revealed, no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation and information obtained from this complaint, the customer's report of bare wires was, due to the cable unit being deteriorated. Olympus will continue to monitor field performance for this device.